Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre reader. Customer reported receiving readings of 241 mg/dl and 34 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported test strips have been returned and investigated with a retained reader. Visual inspection has been performed on the returned strips and no issues were observed. Control solution testing has been performed and no issues were observed. All results were within range specification and no errors were observed during testing. No malfunction or product deficiency was identified. The reported reader has been returned and investigated. Visual inspection has been performed on the returned reader and damage was observed. The reader has been de-cased by the customer and the battery is missing. The acf (anisotropic conductive film) ribbon cable has also been severed. Unable to perform control solution test due to reader damage. No malfunction or product deficiency was identified due to a user issue. No further investigation is required.

Event description:
Customer reported receiving erratic readings from their adc freestyle libre reader. Customer reported receiving readings of 241 mg/dl and 34 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.